Manufacturer narrative:
Device was used for treatment, not diagnosis.

Event description:
On (B)(6) 2013, the patient was implanted with six pedicle screws at l4-s1 bilaterally which were connected with six heads, two rods, and six locking caps. On (B)(6) 2014, the patient was admitted for a revision surgery. The surgeon discovered that one click'x locking cap was loose on one side at s1 causing the rod to dislodge from the tulip head of the screw. The surgeon removed and replaced the locking cap. He also removed five additional locking caps. The two 65mm rods were found to be not long enough so they were replaced with two 75mm longer rods. There was no allegation of deficiency against the locking caps and rods. The surgeon felt more confident replacing all locking caps after one was found loose. The six 3d heads and 5.2mm x 40mm screws were not explanted. The revision was successfully completed with no delay and no patient harm. This is 2 of 2 reports for complaint #(B)(4).

Manufacturer narrative:
Device not available for evaluation. Device not returned. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Additional product codes for the report includes: mni. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.